Event description:
It was reported that the vns patient passed away. The date and cause of death are unknown. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician reported he did not have the death certificate. The patient had a number of health issues and was on a number of medications at time of death. She suffered from seizures, kidney issues, hypertension, and diabetes, among other conditions. The physician reported that the cause of death was most likely due to chronic kidney issues and most likely was not related to vns. A copy of the death certificate is unable to be obtained.